Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical assessment was not able to confirm a type 3b endoleak. Additionally the clinical assessment identified the patient had a secondary procedure 3 weeks post initial implant to repair an occlusion in the left limb of the main body. The occlusion was also present in the iliac and femoral artery. The physician implanted a non-endologix stent to resolve the occlusion. The most likely cause of the compromised stent graft integrity was the use of strata material in combination with a calcified iliac system (cautionary product use condition). No procedure related harms associated with the secondary repair procedure could be detected due to the lack of relevant medical information. The stable condition of the patient post repair could not be confirmed; there were no additional reports of negative patient sequelae. Additionally, three weeks post implant, the most likely cause of the occlusion within the device and native vessels (iliac to femoral artery occlusion) was a combination of current tobacco use and pre-existing peripheral vascular disease. This condition required both a surgical and endovascular repair procedure. The patient was discharged home on the 5th post operative day on anti-platelet therapy. The event devices remain implanted in the patient and were not available for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction; contact information corrected to current contact, device codes corrected.

Event description:
Additional information; patient was relined with an afx2 bifurcated stent on (B)(6) 2017. Final patient status following the secondary intervention was not reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx2 bifurcated stent graft system was used to treat an abdominal aortic aneurysm. During a follow up routine approximately four years post-op, a CT scan showed evidence of a type 3b endoleak and sack enlargement. A re-intervention is scheduled for (B)(6) 2017 to reline the original bifurcated stent graft system. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.